Manufacturer narrative:
The model number, serial number, date of manufacture, and 510(k) number have been updated. The batteries were returned for evaluation. The cause of the alleged incident is undetermined because of the lack of physical evidence.

Event description:
Consumer alleges that her carbon monoxide detector went off a few times. Fire department checked readings and gas company was called. Scooter was unplugged and aired out and the levels allegedly decreased immediately. They allege the problem occurred when charging the batteries.

Manufacturer narrative:
The serial number provided to pride was incorrect. Updated to correct serial number.

Event description:
Consumer alleges that her carbon monoxide detector went off a few times. Fire department checked readings and gas company was called. Scooter was unplugged and aired out and the levels allegedly decreased immediately. They allege the problem occurred when charging the batteries.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.

Event description:
Consumer alleges that her carbon monoxide detector went off a few times. Fire department checked readings and gas company was called. Scooter was unplugged and aired out and the levels allegedly decreased immediately. They allege the problem occurred when charging the batteries.